Event description:
It was reported that a cgm error 42 occurred with the sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and the caller was successfully guided through resetting the pump, resolving the issue without further errors, enabling the successful start of their sensor session.